Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display due to vertical cracks on the lcd controller. Unable to perform all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank flashing white light on the display. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank screen. The customer's blood glucose was unknown.